Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/23/2020. H.6. Investigation: customer returned (2) 3/10cc, 8mm, 31g relion syringes in an open poly bag from lot # 0027372. Customer states that the needle hub separated inside of the shield and the needle shield was difficult to remove and there was an oil like substance in the barrel of the syringe. Both returned syringes were examined and one was returned with the hub-needle/shield assembly separated from the barrel. The remaining syringe was tested to determine the shield removal force. The shield removal force was measured as 2.77 lbs., which fall within specifications. Also, no foreign matter was observed in either of the returned samples. A review of the device history record was completed for batch # 0027372 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates and shield difficult to remove). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (foreign matter). Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported that during use with a relion® insulin syringe the hub separated from the device and there was a forign "oil" substance in the barrel. The following information was provided by the initial reporter: (1 of 2 complaints). It was reported that the needle hub separated inside of the shield. Also, there was an oil like substance in the barrel of the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a relion® insulin syringe the hub separated from the device and there was a foreign "oil" substance in the barrel. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that the needle hub separated inside of the shield. Also, there was an oil like substance in the barrel of the syringe.